Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings after a sensor replacement, with values ranging from 73 mg/dl down to 48 mg/dl despite sequential oral carbohydrate treatments including glucose tablets, orange juice, and candy; the event was managed through troubleshooting and education focused on low glucose recognition and treatment. Symptoms included tingling in the feet consistent with hypoglycemia. Outcomes included temporary impaired activities and the need for prompt self-treatment with oral glucose. Investigation included a review of event details, device use, and user-reported contributing factors, including a skipped meal and low carbohydrate intake. Investigation of this case revealed no device malfunction was identified and the pattern was consistent with hypoglycemia of unclear cause, potentially influenced by missed nutrition and timing relative to sensor warmup. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.